Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11e. Retainer ring = clear. Unit passed displacement test, self test, sleep current measurement and active current measurement within specifications. Unit was monitored and functioning properly. No unexpected blank display noted during testing. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. However, unit received with corroded battery tube. Unit battery cap no damage/crack found during test. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir/pcap lock properly inside the reservoir tube.

Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic), blank display occurred. There was no adverse impact or consequence reported as a result of this event.